Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx0912 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported this patient, male, with malignant tumor of larynx, had a PICC placed from the right basilic vein on (B)(6) 2020 due to the need for chemotherapy. 45 cm of the catheter was inserted internally. After catheterization, this catheter was used and maintained per proper practice. No abnormities were observed with the catheter tip when in use. At 09:20 am on (B)(6) a nurse found fluid leaking from the connector of this catheter. After immediately trimming the tail end of the catheter (the part not inserted) by 1 cm, this nurse replaced the connector of the PICC. After this trimming, the original length of the part inserted internally remained unchanged, and the part exposed externally was 6.5 cm. During infusion for this patient, no fluid leaked at the tail end of the catheter, with the dressing dry. When the infusion was completed at 15:30 pm, the catheter was locked properly. No abnormities were noted with the tail end, and dressing was dry and fixed well.